Event description:
It was reported that during the implant procedure of an implantable cardioverter defibrillator (ICD) system, the right ventricular (rv) lead was an attempted implant due to low out of range pace impedance measurements and low amplitude. The lead was attempted to be implanted in multiple positions; however, the issue was not resolved. Another lead was attempted and impedance measurements and sensing continued to be out of range. The disposable pacing cables of this programmer were then replaced and measurements improved immediately. The physician determined that the issue was due to the disposable pacing cables and not related to this right ventricular (rv) lead. No adverse patient effects were reported.